Manufacturer narrative:
The device has been forwarded for analysis however analysis is not yet complete. When analysis is complete the results will be provided within 30 days. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4).

Event description:
The contact from the facility reported that during stent assisted coil embolization, the enterprise stent (enc452212/10568269) could not be advanced via the prowler select plus microcatheter (606s255x/17411527). The physician withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury. There was no significant clinical delay to the procedure due to the issue. Nothing unusual was noted about the system prior to use. An adequate continuous flush was maintained through the catheter. There was no reported difficulty during introduction of the catheter over the guidewire or tracking the catheter to the target site prior to the attempted use of this device. It was verified that the introducer was fully seated and secured in the hub. There were no kinks noted on the catheter before or after the reported difficulty.

Manufacturer narrative:
A non-sterile enterprise device was received inside of a plastic bag. The delivery wire was inspected and no damages were noted on it. The introducer tube was received separated from the unit and the stent was found deployed on the introducer tube. They were inspected and no damages were noted on them. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10568269. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer that the device was impeded in the microcatheter could not be evaluated. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; procedural factors and handling process may contribute to the failure as reported. Therefore no corrective action will be taken at this time.